Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 600 mg/dl, which was treated via insulin pens. Troubleshooting occurred for the no delivery alarm and the mother discovered that the infusion set cannula was bent. Further troubleshooting was declined. No products were returned or replaced.